Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: rhv: copilot. Embolic protection: filterwire ez (boston scientific). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat a saphenous vein graft. A non-abbott filter wire was placed first, followed by a balance middleweight (bmw) guide wire that was advanced through the copilot across the lesion. Slight resistance was felt during advancement between the copilot and the guide wire; however, the guide wire was still used. After successful placement of a stent, upon retrieval of the filter wire the tip of the bmw guide wire was observed to have separated and was located inside the filter. No adverse patient effects were reported and the procedure was considered successful. There was no clinically significant delay in the procedure. No additional information was provided.